Event description:
According to the reporter, the defib pads leads off function was inoperative. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the impedance range for a valid pt connection was out of range. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.